Manufacturer narrative:
Internal insulation abrasion was noted at breaching the rv cable lumen was noted at 3.1 cm to 3.8 cm. The inner coil lumen and ptfe liner of the inner coil also were breached and exposing the inner coil in this region. Internal insulation abrasion was noted 4.0 cm to 5.2 cm from the distal end. The etfe coating was intact at this/these location(s). This is consistent with the observation from the field of inadequate capture threshold.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with atrial lead noise that led to inappropriate mode switches. The right ventricular lead also had an elevated pacing threshold. Both leads were extracted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-15052.